Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Den170015. Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. The report was confirmed with the pictures provided. The pictures show a discharged hemospray device in the "on" position. The break in the device is circular and at the rounded end of the activation knob. The piece that separated from the device is not pictured. There is no carbon dioxide (co2) cartridge present inside of the device. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. The device broke during the preparation. There was bleeding in the stomach. When the physician was performing the step of activating the hemospray, he moved the device up and down because the dust seemed to be fixed [settled in transparent chamber], at that moment the bottom part broke and the carbon dioxide (co2) bottle was fired. The photos depict the handle broken. This occurred prior to patient contact; there was no impact to the patient. In addition there was no impact to the user.

Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. The device broke during the preparation. There was bleeding in the stomach. When the physician was performing the step of activating the hemospray, he moved the device up and down because the dust seemed to be fixed [settled in transparent chamber], at that moment the bottom part broke and the carbon dioxide (co2) bottle was fired. The photos depict the handle broken. This occurred prior to patient contact; there was no impact to the patient. In addition there was no impact to the user.

Manufacturer narrative:
Information regarding section d2- suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5: den170015. Investigation evaluation: a picture was provided in response to this occurrence. The picture shows a discharged hemospray device in the "on" position. The break in the device is circular and at the rounded end of the activation knob. The piece that separated from the device is not pictured. There is no carbon dioxide (co2) cartridge present inside of the device. Our laboratory evaluation of the product said to be involved confirmed the report that a round portion of the activation knob had broken. The device was returned with the on/off switch in the "on" position. The red activation knob was disengaged from the handle for deactivation of the co2 cartridge. A round portion of the activation knob had broken from the bottom of the activation knob, exposing the co2 cartridge. The broken piece of the activation knob was not included with the returned device. No co2 cartridge was returned with the device. The o-ring was missing from the regulator. A visual examination of the lance inside the handle showed it to be positioned correctly inside the handle and beveled. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.